Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges that the junction box caught on fire.

Manufacturer narrative:
The device was returned and evaluated. There was no evidence of fire on the junction box ,transformer or anywhere else on the chair. In fact, the chair was in new condition and fully functional.

Event description:
Alleges that the junction box caught on fire.